Event description:
The pt was implanted with a left ventricular assist device. It was reported by hospital biomed that the pt underwent a pump exchange from one lvad to another lvad. Info received via intermacs, section b5 described increase power spikes, possible pump thrombosis.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.